Manufacturer narrative:
The account found the cables on the lockout box were loose. He reseated the cables to the lockout box to repair the bed.

Event description:
Info received indicates the head section is in the raised position and will not lower.